Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID (B)(6). This is filed for recurrent mitral regurgitation. It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, treating functional mitral regurgitation (mr). Two mitraclips were implanted and the mr was reduced from grade severe to grade mild. A transthoracic echocardiogram was performed on (B)(6) 2019. The mitral regurgitation was noted to be moderate to severe. A transthoracic echocardiogram was performed on (B)(6) 2019. The mitral regurgitation was noted to be severe. No additional intervention was performed. The patient had multiple co-morbidities and had been ill for some time. The patient was placed on hospice care. Approximately 6 months post mitraclip procedure, on (B)(6) 2019, the patient died. Cause of death was listed as heart failure, respiratory failure with hypoxia, cardiac arrest, coronary atherosclerosis and end-stage renal disease. Per study physician, the patient's death is not related to the implanted mitraclips. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Mitral regurgitation (mr) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the cause for the reported single leaflet device attachment (slda) could not be determined. The cause for the reported poor image resolution was due to procedural conditions. The reported mr was an outcome of slda. The unrelated patient death was due to patient conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.b3: date of event d6: implant date. H6: device code 2993 - removed.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was received. The mitraclip procedure was performed on (B)(6) 2019. Visualization during echocardiogram imaging was noted to be difficult, due to the implant location at the anterior 1/posterior 1 (a1/p1) leaflet segment. Multiple grasp attempts were made, as the mean pressure gradient increased to 6-8 mmhg during grasp attempts. The clip was deployed, with the mitral regurgitation reduced to mild/moderate and the mean pressure gradient at 5 mmhg. Only one clip was implanted. During a subsequent echocardiogram, it was noted that the clip had possibly detached from the anterior leaflet; however, no tissue damage was noted. It is likely that the increased mitral regurgitation (mr) was due to the possible clip detachment. No additional information was provided.